Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.